Event description:
Reported by patient as a leak: "I saw my doctor and had a fluoroscopy, and I have a leak in the physical band".

Manufacturer narrative:
Taper type ii. The product associated with this report will be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".